Event description:
Bilateral capsular contracture, baker grade 3, left-side.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned and upon initial observation found to have shell failure, debris/tissue adhered to the shell, and moderate yellowing. The device was unable to weigh. Upon device inspection, small rupture on right area of anterior surface. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An area with possible striations was identified. The explant was analyzed using optical microscope and images were taken of the areas. The observed result of shell failure tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.